Event description:
It was further reported that reprogramming was done to decrease atrial sensitivity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 6935m62 (tdl040729g); product type: 0264-lead-hv; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that atrial oversensing noise was visible inside of a high rate non-sustained episode, in which the shape of the noise was indicative of electromagnetic interference (emi) oversensing. In addition, t-wave oversensing (twos) post ventricular pace was noted. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.